Manufacturer narrative:
Philips received a complaint on the xl+ device indicating that the paddles connection socket was defective. There was reportedly no patient impact or injury. A field service engineer was dispatched to the customer's site, but it was determined that the customer had scrapped the device, so repair of the device could not be performed. As such, the reported problem was not confirmed. The investigation concludes that no further action is warranted at this time. H3 other text : device scrapped by customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the connection socket for the paddles is defective. There was no reported patient impact or injury.